Event description:
It was reported that a shaft break occurred. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the right superficial femoral artery (sfa). During advancement for a second pass using this device, the 7fr sheath tented in the aorta. It was noted that the jetstream catheter kinked and the drive shaft broke. The procedure was completed with a new catheter. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer. The device was visually and microscopically examined for any shaft damage. Visual examination showed that the shaft showed a severe kink located 66cm from the tip. The kink noticed was severe enough to cause drive coil damage. The device was set-up and functionally tested. The device blades would not rotate as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of the device showing shaft damage was confirmed.

Event description:
It was reported that a shaft break occurred. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the right superficial femoral artery (sfa). During advancement for a second pass using this device, the 7fr sheath tented in the aorta. It was noted that the jetstream catheter kinked and the drive shaft broke. The procedure was completed with a new catheter. There were no patient complications reported and the patient's status is fine.